Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error code was found in the device's error log. The internal battery needs to be replaced to resolve the issue. Additionally, the detachable battery needs to be replaced. Dc power connector cable and rear case kit with enclosure seam gasket needs to be replaced as well due to physical damage. No repairs were performed. The unit has been scrapped.